Event description:
Philips received a complaint on the tempus pro indicating a damaged device port. The issue was revealed when the device was at the bench for repair. Based on the evidence available, the reported problem was confirmed, there was physical damage to the charging port. To correct the issue the bench engineer replaced the rear cover. Calibrated nbp, co2 and touch screen of the device. The device returned to full functionality. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.